Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary failed to turn on. The customer tried to plug it into different outlet, but still issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6)/ a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was completely unresponsive, and the power supply fan was not spinning. A field service engineer (fse) isolated and reconnected drawers to troubleshoot the power issue. After testing different drawer combinations, the station was able to power on and boot successfully. All auxiliary drawers were tested, and one faulty half height cubie pocket was identified and removed. No damage was found to the pyxibus cable, and the exact cause of the initial power failure could not be determined and verified functionality. The system functioned as intended after the field service engineer repaired the device.